Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device labeling including the instructions for use and patient manual contains multiple warnings: "do not disconnect both power sources at the same time". It warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Controller log files containing the dates: (B)(6) 2015 at 03:47:50 and (B)(6) 2015 at 11:16:13 were received. The alarm & event files logged a vad stopped at 11:16:13 on (B)(6), which correlates with the reported planned controller exchange. There were no other alarms. There was no patient/vad data logged to the data log after 11:05:47. Log files suggest the controller was switched successfully to the back-up controller (serial # (B)(4)). A review of the device's incoming inspection records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. The controller, (B)(4), associated with the event was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed from the controller log files. Analysis of the device could not be performed since the device was not returned for evaluation. Based on the available information, the reported accidental disconnection of both power sources was confirmed. Although the unit was not returned, the controller reacted as intended by alarming the no power alarm. With review of the reported information, user error, accidently unplugging both batteries which is addressed in the labeling, was the cause of the event with no indication of any device performance issues. Heartware will be submit a supplemental report when new facts arise which materially alter information submitted in a previous

Event description:
With review of information received via the (B)(6) clinical study database it was reported that during a clinic visit on (B)(6) 2015 with a planned controller exchange, the patient reported "I accidentally unplugged both my batteries once and it did alarm real loud and scared me and it did not feel good." The exact date of the event is not known.